Event description:
Information received indicates the right foot siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch mechanism was dirty. He cleaned the latch mechanism to repair the bed.